Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse found defective power cable so the fse change complete power cable and the ecme functional device using the electrical safety tester. Not additional information has been received. A supplemental report will be sent if additional information is provided.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a permanent display of "batteries in use" icon.